Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reportedly received the following results on an compact plus meter, compared to a professional meter, within 10 minutes: 177 mg/dl (compact plus) and 300's mg/dl (doctor's meter). No adverse event reported. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.